Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported waking up with high blood sugar levels between 300 mg/dl to 400 mg/dl. Customer stated that her doctor suggested that the high blood sugar levels may be due to her hormones. Customer does not believe the issue is with the insulin pump. Customer reported trouble with filling her insulin and stated that she only gets seven vials and they are not lasting her. No further information reported.